Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device. The investigation determined that the device fault could not be reproduced during in-house testing. The device was tested and found to be operating within specification. There was no fault found with the returned device. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device is currently being returned to the resmed design house for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed france that while an astral device was being configured for patient use, it failed to complete its internal self-test the device was not in use when the fault occurred, therefore, there was no patient involvement.